Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. However, the pump was stuck in a motor error alarm loop during the bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported via phone call that the insulin pump alarmed motor error during the basal process. The blood glucose reading was 6.4 mmol/l. There were no significant events leading to the alarm observed. The insulin pump was able to rewind once it was reset. The insulin pump has had reoccurring motor error alarms while the customer tried to use the insulin pump.